Event description:
Defective, medrad mutipatient disposable set, vent cap popped off when changing out the contrast. Unable to use the device, had to replace and use another device out of the same lot number. Patient was not harmed, but case was delayed.